Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs-leakage. The patient was admitted for cerebral infarction. On (B)(6) 2025, a ¿bubble test¿ was performed to screen for patent foramen ovale, requiring the use of a three-way stopcock during the procedure. During rapid injection of ¿activated saline¿ via the indwelling needle and three-way stopcock, leakage and fluid seepage were observed from the stopcock. Repeated checks confirmed no loosening at the connection between the screw-top syringe and the stopcock. The procedure was completed after replacing the three-way stopcock.